Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital experiencing dizziness. The pulse generator exhibited no output. During the surgical procedure it was noted that the setscrew was loose. Upon tightening of the setscrew the device functioned normally.